Manufacturer narrative:
A4, a5, and a6 are unknown. The impella 5.5 pump was returned for investigation and a cannula kink was noted as well as biomaterial in the cannula around the impeller. The pump passed laser continuity testing and had expected optical 5s parameter values. The pump was connected to a console and purged overnight, where purge pressure was persistently high. The pump was able to be started, and flows were saturated at p-9 during the run. Data logs were reviewed and the reports were confirmed. The cause of the saturated flow was determined to be biomaterial ingestion. The cause of the optical sensor issue was determined to be biomaterial ingestion. The cause of the hemolysis was determined to be biomaterial ingestion. The cause of the difficulty to deliver the pump could not be determined. The device passed all post-sterile inspection checks.

Event description:
It was reported that after a difficult implantation of an impella 5.5, motor current and optical signal issues occurred. Additionally, the patient exhibited hemolysis. The position of the pump was confirmed to be correct. The pump was explanted.